Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported error proximal pressure auto zero failure after replacing the flow sensor assembly. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer's technical services (ts ) confirmed the reported issue. The customer was advised per service manual to check the pins between solenoids to the (data acquisition) da pcb (printed circuit board). The customer reseated the da board to address the reported problem. The unit successfully passed the required performance verification test.